Event description:
It was reported that this pacemaker was suspected to be depleting prematurely. The remaining longevity was now 8 months. The patient is followed remotely, and will be seen again in three months to assess the battery status. No adverse patient effects were reported. The device remains implanted and in service.